Event description:
The caller reported that the customer was hospitalized about a month ago due to high blood glucose levels, but the customer never reported the event. It was reported that the customer's blood glucose levels were 300 mg/dl when she was released, but her doctor did not feel that the insulin pump was at fault. The caller stated that he advised the customer to report any hospitalization or product related concern in the future. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.